Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -6.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2021 a replacement lens wasimplanted and the problem resolved . The reporter stated "dr said, I found the air presented in the injector, I injected a viscoelastic substance and did not use pa-man tweezers. When I took the lens out of the vial, I felt like it was already scratched."